Event description:
It was reported that a loss of capture had been observed on the atrial lead of an asymptomatic patient. The physician attributed this to the formation of fibrous tissue around the lead tip. Device reprogramming was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.